Event description:
A kangaroo tube feeding pump alarmed. Pump alarmed noting occlusion flow error. The pump was reset and ran for 10 minutes before another alarm that there was a flow error below the pump, but no tubing occlusion was seen. Tubing was flushed with water and there were no errors with flushing the water. The pump continued to alarm. The tubing was re-attached, and it continued to alarm. The patient was disconnected from the tubing and the pump was taken out of service. The patient was then switched to another pump which worked. The pump was tested by biomedical engineering. Functional test performed with feeding solution and water. Pump tested per manufacturer specs. The error messages were not reproducible. Manufacturer response for kangaroo feeding pump & tubing, kangaroo epump (per site reporter). No response to date. The pump is at the hospital. The tubing has been shared with the manufacturer.